Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant, the patient experienced chest pains and shortness of breath. The right atrial (ra) lead exhibited high thresholds. The ra lead was revised and remains in use. No further patient complications have been reported as a result of this event.